Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were tightened and the battery reseated as precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was not conclusively determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report their device's monitor turns off during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.